Manufacturer narrative:
The device and lead were returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during an implant procedure, this pacing lead was attempted to be re-inserted into the pacemaker. However, the terminal pin had become lodged in the right ventricular (rv) port and then broke. The lead and device were returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead were returned for laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, the complete lead was returned, severed into two segments at 7.5cm from the terminal pin. The cap on the terminal pin was missing and confirmed to be broken off. The cap was found stuck within the device header. Microscopic inspection of the lead showed all four cap-to-pin welds were present, but only one had been a proper weld. The other three welds show the pin and cap had been molten but had solidified without fusing together. Laboratory analysis concluded the cap on the terminal pin broke off due to improper welding during the manufacturing process.

Event description:
It was reported that during an implant procedure, this pacing lead was attempted to be re-inserted into the pacemaker. However, the terminal pin had become lodged in the right ventricular (rv) port and then broke. The lead and device were returned for laboratory analysis. No adverse patient effects were reported.